Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a leak in the instrument channel. Upon further inspection, it was observed that there was no image. It was also observed that there was no data on the exera identification chip. It was observed that the objective lens was peeling cement. It was also observed that switch 1 through switch 4 were not working. It was observed that the electrical circuit reading was unstable. It was also observed that the insertion tube had a cut on the boot. It was observed that the light guide tube had a deep dent. It was also observed that the light guide prong mount was loose. It was observed that the angulation was at a wrong degree and was angulating the wrong way. It was also observed that all the labels on the scope were worn and peeling. It was observed that the following unit components were discovered to be non-olympus evidence that the scope was repaired by a third party: distal end plastic cover, bending section cover, the glue of the bending section cover, light guide lens, insertion tube and the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope had an air/water leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was no image which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the biopsy channel leaked, fluid invaded the device during user handling. That caused an anomaly in electrical component. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statements found in the instructions for use" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.